Manufacturer narrative:
Details of complaint: the customer reported the central nurse's station (cns) is showing communication loss (comm loss) for teles and bsm's. The customer called back later and reported that they replaced the 24 port switch and the unit is up and working. There was no patient injury reported. Investigation summary: the customer was able to resolve the issue of communication loss by replacing one of their switches. Switches are controlled by the customer and are not an nk product. Rot cause is related to hospital network environment. There is no evidence of an nk device malfunction. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported the central nurse's station (cns) is showing communication loss (comm loss) for teles and bedside monitors (bsm's). There was no patient injury reported.

Event description:
The customer reported the central nurse's station (cns) is showing communication loss (comm loss) for teles and bedside monitors (bsm's). There was no patient injury reported.

Manufacturer narrative:
The customer reported the central nurse's station (cns) is showing communication loss (comm loss) for teles and bsm's. The customer called back later and reported that they replaced the 24 port switch and the unit is up and working. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.